Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a hemopro device, one of the pins holding the c-ring came loose and fell into the pt. The piece was retrieved through the original incision using the hemopro tool. The hospital reported that there was no increased bleeding. The same device was used to complete the procedure. The hospital did not report any additional pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).